Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the balloon burst. No parts of the balloon were left in the patient.

Manufacturer narrative:
Qn# (B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. 4 pieces of representative samples were returned for investigation. It was reported that the balloon burst. Visual inspection conducted observed no abnormalities or design irregularities on the samples returned. Inspection was carried out on the representative samples by inflating the catheter with l0ml of sterile water and it was observed that the balloons can be inflated and deflated without any issue. Leak balloon may happen due to several reasons such as in contact with sharp object during use i.e contact with clamper, kidney dish/tray , overinflating or contact with contradict lubricants such as oil based antiseptic phenols or their derivatives, grease, petroleum jelly , petroleum spirit, paraffin or other relative compounds. Balloon could also leak because of balloon had encounter bladder or kidney stone during use for patient with bladder or kidney stone history. In current standard operating procedure as per spm-a51-003, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test (spma52- 004). Catheter with defective balloon will be culled out. There were no abnormalities or design irregularities observed on the returned sample. The samples also can be inflated and deflated with no issue. Therefore, this complaint could not be confirmed as stated.

Event description:
It was reported that the balloon burst. No parts of the balloon were left in the patient.